Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one protector p53 has been found experiencing leakage during use. The following has been provided by the initial reporter: cisplatin(chemo) leaked from between p53 and the vial. Hcp commented that the p53 fits properly.

Manufacturer narrative:
H.6. Investigation: one sample was received for evaluation. Upon examination, the leak between the protector and the vial was verified. The protector was fitted to vial in an inclined position. Air leaked between protector and vial so bladder did not work. After reconnected, the expansion chamber worked properly and no leak was found between the protector and the vial. A device history record could not be evaluated as the lot number is unknown. Based upon the investigation of the sample received and the investigation, the root cause of this incident is related to how the protector was fitted to the vial in an inclined position. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. H3 other text : see h.10.

Event description:
It has been reported that one protector p53 has been found experiencing leakage during use. The following has been provided by the initial reporter: cisplatin(chemo) leaked from between p53 and the vial. Hcp commented that the p53 fits properly.